Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 -dom 2019 recall not affected ail sensor assy- damaged/cracked pressure sensor- check IV case rear- corrosion door assy- keypad damaged 10/15/2019 13:51:05 khatauri armstead (karmstea) npi tech was onsite came across an motor controller errors/ motor issues.please charge recall for repairs 911183. Point of contact marcus garcia <marcus.garcia@sharp.com> (619) 740-4810 10/21/2019 13:54:18 christoffer barasi (cbarasi) unable to create inbound delivery due to error 10/23/2019 15:18:01 german navasartyan (gnavasar) est mjr. 11/01/2019 14:13:20 crisleivy pena (crpena) npi confirmed updated from rcl to mjr for the major repair needed per german navasartyan, service tech. Repair approved by raul c. Capati , biomed, at raul.capati@sharp.com for $365. New po# 2437429. 11/01/2019 20:39:43 german navasartyan (gnavasar) unit was recieved with one piece bezel. 11/05/2019 06:52:43 annette a mendez (amendez) 9632001960920413730700119242612150 11/15/2019 09:41:34 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.